Event description:
It was reported that the patient presented to the emergency room with complaints of weird alarms in the setting of damage to the modular cable. Examination of the modular cable revealed disruption of the external sleeve with exposure of internal structures. A review of the log file found a no external power event, and the patient reported that they had never removed both external power sources simultaneously. In the interest of patient safety, the modular cable was replaced on (B)(6) 2023 without incident.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of damage to the external sleeve of the modular cable was confirmed via evaluation. A review of the log files contained data spanning approximately 25 days (B)(6) 23 ¿ (B)(6) 23 per timestamp. There were no notable alarms active in the log file. All of the captured data appeared to show the modular cable operating as intended. The heartmate 3 vad modular cable (lot # 6675077) was returned for analysis. A tear was observed in the outer polyurethane jacket. The mod cable was functionally tested and passed without issue. The mod cable was connected to a mock circulatory loop. The system operated as intended for an extended period of time. The cable¿s outer layers were stripped and no damage to the underlying wires was found. The reported alarms were not reproduced throughout testing and cannot be correlated to an issue with the modular cable. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2 - ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.